Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the us and not sold in the us. PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. The exact date the device was returned is unknown. Used awareness date instead. (B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damaged shield with the incident lot was observed. Additionally, evaluation of the customer samples was performed and damaged shield was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged shield with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and damaged shield was observed. Root cause description: the most likely root cause of this defect, is a cap getting caught in the cap / stopper assembly equipment due to a timing issue. The defect tends to be transient with relatively few components affected rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2e 7.2mg plus blood collection tube caps were deformed. No report of serious injury or medical intervention. No report of blood exposure to mucous membrane.